Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating an unknown lesion with a 8.0-80mm, 120cm wanda balloon catheter. The balloon was inflated several times under the rated burst pressure. On an unknown inflation, the balloon ruptured. The atms and duration of inflations were not specified. The device was removed from the patient intact. The lesion was adequately dilated and the procedure was completed with this device. There were no reported patient complications. The patient's status is listed as "good". Additional information was requested and is not available.